Event description:
(B)(4). Same case as 2134265-2008-00506. It was reported that 377 days after a carotid artery stenting procedure, in-stent restenosis was discovered. The target lesion was located in the right proximal internal carotid artery, with an 80 percent stenosis and was 20 mm long with a 5.5 mm reference vessel diameter. The target lesion was treated with placement of a filterwire. Two 4-9 x 30mm nexstent devices were used. On the first attempt, there was no malfunction of the device. The stent did not cover the lesion and a second stent was needed. Following post-dilatation, residual stenosis was 20 percent. Nih stroke scale performed prior to discharge was 0. The patient was discharged later the same day. On 377 days after the index procedure, the required 12-month follow-up ultrasound noted a 50 percent restenosis of the target lesion. No further information is available at this time. In the opinion of the physician, the relationship of the restenosis to the nexstent's is unknown.

Manufacturer narrative:
There was no indication of a manufacturing defect or anomaly identified within the review of the manufacturing records for the reported batch number. The complaint device was not returned; therefore, product analysis was not possible. Without an analysis of the complaint device, it was not possible to confirm the reported event and inspect the device for possible root causes. The root cause will be documented as anticipated procedural complication. (B)(4).